Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was to have the output of the associated non-boston scientific barostim device increased, technical services (ts) was consulted about the device programming and if sensing of signals produced by the non-boston scientific barsotim device could result in inappropriate therapy. Ts reviewed stored data and noted the s-ICD system exhibited oversensing of noisy signals that were marked as noise. The nature of the noise could not be determined based on available data. Ts discussed how the non-boston scientific barostim could interact with the s-ICD system and result in a delay to therapy. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was to have the output of the associated non boston scientific barostim device increased, technical services (ts) was consulted about the device programming and if sensing of signals produced by the non boston scientific barsotim device could result in inappropriate therapy. Ts reviewed stored data and noted the s-ICD system exhibited oversensing of noisy signals that were marked as noise. The nature of the noise could not be determined based on available data. Ts discussed how the non boston scientific barostim could interact with the s-ICD system and result in a delay to therapy. This device remains in service. No adverse patient effects were reported.